Event description:
It was reported that the cardioverter defibrillator showed high shock impedances. Technical services have been consulted for a detailed review and have requested additional information from the field to conduct a comprehensive analysis of the device, as the patient is not under remote monitoring at present. Currently, no further information has been provided. The device is still implanted and operational. There have been no reports of adverse effects on the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardioverter defibrillator showed high shock impedances. Technical services have been consulted for a detailed review and have requested additional information from the field to conduct a comprehensive analysis of the device, as the patient is not under remote monitoring at present. Currently, no further information has been provided. The device is still implanted and operational. There have been no reports of adverse effects on the patient. Additional information: multiple inquiries were made to gather more details about this event. Despite these efforts, no responses were obtained. In the event that further information is provided, a supplemental report will be generated.